Event description:
It was reported that the atrial lead impedance recorded below 200 ohms, then rose to 800 ohms during regular checkup. The patient fell seriously in (B)(6), and the doctor is guessing that it might have caused damage to the lead. The lead performance trend report shows that this instability started in (B)(6) 2010. Operation for new atrial lead implant is scheduled on (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.